Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 5391702 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing version 2 for complaints area for the code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, reference samples passed the test. Functional test 1: (flow) according to wi version 2 on reference samples, reference samples passed the test. Functional test 2: (leak) according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR)review: the lot 5391702 was manufactured according to the wi version 40 and packaging in the multivac m010, on 24/jun/2022, with a total of (B)(4) units. Cannula DHR review the lot 5391739 was manufactured according to the wi version 34 assembled in the line 2, on 18/jun/2022, with a total of (B)(4) units. Glue tubing DHR review the lot 5384187 was glued according to the wi version 20, line 2 on 17 jun 2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 15/may/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 5391702 and no other complaint have been registered in database for the same lot# and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in brazil. The patient experienced an incident where their infusion set leaked. The infusion set was inserted in the abdomen. As a result of the leak, the patient's blood glucose level rose to 350 mg/dl. To manage this situation, the patient administered insulin using an insulin pen. No further information available.